Event description:
It has been reported to philips that the system did turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not turn on. A review of the system logfile confirmed the reported malfunction. The fse visited onsite and upon functional testing, the fse found that the pdu (power distribution unit) fan tray unit was not giving power to generator and dc power supply. The defective pdu fan tray unit was returned for analysis, and it was found that psu01 and psu02 (power supply unit) were defective, and 2 fans were damaged. To resolve the reported issue, the fse replaced the pdu fan tray. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.